Event description:
It was reported that on (B)(6) 2021, during a procedure the surgeon was performing an l1-s1 fusion with bilateral pedicle screw and rod fixation with tlif cages at l4-5 and l5-s1 a gear shift and tapping with a 7mm tap, the surgeon was inserting an 8 x 50mm screw at l5 on the left. As he was on the final turn the tip of the screwdriver broke off. The surgeon tried to remove as much of the fragment that was left behind. The broken driver was removed from the field and the surgeon moved on to the next screw at s1 on the left. The fragment broke in the part of the screw where he would need to engage the screw to remove it. The surgeon was unable to extract the screw and decided to place rods in the screw to finish the case without any issue. No patient consequences. Concomitant device reported: unknown 8x45mm screw (part # unknown, lot # unknown, quantity unknown), unknown rod (part # unknown, lot # unknown, quantity unknown), unknown 7mm tap (part # unknown, lot # unknown, quantity unknown), unknown tlif cage (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk screws. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk screws/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review /investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.